Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to loss of osseointegration 3 months and 2 weeks after implantation. The doctor indicated that periodontal disease caused the implant removal. The patient has medical history as a diabetic. The patient has been recovered without complications.